Event description:
It was reported that the pt had a problem with his stimulator. The pt's implantable neurostimulator was explanted after the battery depleted. A company rep noted that the "settings were high." The device was replaced and the pt recovered without sequela. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.